Event description:
Davinci assister prostectomy: "the 12mm trocar broke in half while in the pt. The trocar was being used for the camera port. At the end of the case when the clamp was about to be unlocked, the nurse noticed the trocar was shattered and in two pieces. The surgeon had to unscrew the lower 3/4 of the cannula to avoid further breaking. The fascial defect was carefully examined to make sure no particles remained." "More x-rays were taken to make sure all pieces of trocar had been removed."

Manufacturer narrative:
Event sample will not return for evaluation; however, the sterile samples will be returned.